Event description:
The customer reported the system displayed a fast stop activated error message and an interlock failure error message and the system was shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The fast stop switch connectors were reseated. The system was then found to be operating as intended.